Manufacturer narrative:
The fuse and terminal in the transformer was burned and damaged. No report of injury to patient or user as this was discovered during a pre-service inspection. Olympus (B)(4) have requested that the transformer is returned for further investigation. Reported in an abundance of caution and further information will be provided within a follow-up report.

Event description:
Google translation: as a result of "fuse breakage" pointed out to sorc nagano as a repair request, the terminal part of the fuse was inspected and confirmed to be burned and damaged. The condition that the connection terminal of the fuse holder was also burned and damaged. Checking with the local fs personnel, they advised that no health damage occurred following a discovering of the malfunction in pre-service inspection. Health damage has not occurred but because the connection terminal of the fuse holder is burned out, it may fall under the item of "safety management information pocket guide", so it was reported to the medical safety division and the etq raised.

Manufacturer narrative:
Keymed investigation has now been completed. Event is alleged to have been caused by user error and/or maintenance in relation to the fuse holder itself. Investigation result was not conclusive as service and repair history was not provided. There was no report of injury to patient or user. This will be the last follow up report. However, if any new information is received the case will be re-opened and investigated further.